Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -15.0 into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was implanted, removed, and replaced with a shorter lens due to excessive vault. The problem is noted as resolved however no postop information is available currently. The cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue and debris on the product. Visual inspection found no visible damage to the lens and foreign residue and debris on the lens. (B)(4).